Event description:
Prior to opening the package, the or staff noted that the package did not contain all of the required components of the IV set. The content of the package differed from the label. Upon visual inspection, the following components were missing: convertible piercing pin, filter vent cover, drip chamber, back check valve and the upper clave. Communication was made with hospira to replace the defective lot. There was no patient harm.manufacturer response for IV set, lifeshield latex-free primary IV set, convertible pin, 100 inch with backcheck valve and 2 clave ports (per site reporter).initially, manufacturer was unwilling to replace defective lot as in appeared only one lot number was impacted and "they had no other complaints from around the country". However, they did agree to replace the lot in question.